Manufacturer narrative:
(B)(4). The event occurred at (B)(6). The patient remains ongoing with vad support. A direct correlation between the device and the patient¿s reported hemolysis could not be determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the left ventricular assist system. The device history records were reviewed and showed no deviation from manufacturing and quality assurance specifications.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for hemolysis. A heparin infusion was started and the unspecified hemolysis parameters reportedly returned to baseline after a few hours. The patient was otherwise asymptomatic. At the time of the event the patient's international normalized ratio (inr) was 2.16. The patient's aspirin dosage was increased to 300mg for antiplatelet aggregation therapy. An echocardiogram was negative. The patient was reportedly in "good health"; however, the inr was not fully stabilized. The plan was to introduce warfarin in a few days and discontinue the heparin. No additional information was provided.